Manufacturer narrative:
Reported event: the event reported that during impaction in a mako tha case, the doctor was impacting the cup and the threads on the impaction handle striped out and the impaction handle came un-attached from the cup. The cup was in its final position when this happened. Device evaluation and results: visual inspection shows thread damage. Threads were bent and worn away in a single area. See attached figures. Functional inspection confirmed that a cup would not thread onto the device. Device history review: review of device history records indicate that (B)(4) devices were accepted into final stock on 07/27/2016 with no reported discrepancies. Complaint history review: review of complaints for p/n 212260, l/n 32990 within the trackwise database show no other complaints related to the failure in this investigation. Conclusion: the failure was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a mako tha, the doctor was impacting the cup. During impaction the threads on the impaction handle striped out and the impaction handle came un attached from the cup. The cup was in its final position when this happened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tha, the doctor was impacting the cup. During impaction the threads on the impaction handle striped out and the impaction handle came un attached from the cup. The cup was in its final position when this happened.